Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional procode: hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: product was not returned and therefore, no further investigation is possible. Reviewing attached picture, the breakage of the screw can be confirmed. The breakage was identified to be between the screw head and the screw shaft. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: sterile: part: 214.842s, lot: 7l20355, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 24. Aug. 2020, expiry date: 01. Aug. 2030. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: non-sterile: part: 214.842, lot: 54p0246, release to warehouse date: 26 may 2020. A manufacturing record evaluation was performed for the not sterile lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during an unknown procedure, the head of the 4.5mm cortex screw broke off from the shaft in the patient's femur. The screw shaft remained in the patient. The procedure was successfully completed without surgical delay. Concomitant devices reported: unknown screwdriver (part# unknown, lot# unknown, quantity 1), unknown plate (part# unknown, lot# unknown, quantity 1). This report is for one (1) 4.5mm cortex screw self-tapping 42mm. This is report 1 of 1 for (B)(4).